Event description:
Customer called on (B)(6) 2012 reporting that the reagent syringe of a unicel dxc 800 synchron system looked like it had been leaking as there was evidence of dried reagent around where it had leaked. Per conversation with the customer, customer technical specialist determined that the leak might be due to a defective crem (creatinine module) reagent syringe and proceeded to place an order to be shipped to the customer. Upon follow up with the customer on (B)(6) 2012, customer indicated that all parts were installed and the instrument was functioning properly. The issue was resolved and there was no further leaking observed by the customer.

Manufacturer narrative:
Evaluation - method: evaluation was done by the customer with the help of customer technical specialist over the phone. Evaluation - results: reagent syringe for the creatinine module. (B)(4).